Manufacturer narrative:
It was reported that the patient underwent a mesh revision on (B)(6) 2013 due to indirect left inguinal hernia. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a parastomal hernia repair on (B)(6) 2013 and a mesh was implanted. On (B)(6) 2013 the patient presented to hospital for recurrence of the parastomal hernia, which contained loops of small bowel. On (B)(6) 2016 the patient returned to the hospital with a symptomatic recurrent hernia. There were several loops of small bowel contained within the hernia, with dense adhesions between the loops of bowel. The patient had extensive adhesiolysis to reduce them. The patient has developed another hernia at the implant site and it will be determined if surgery is feasible. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/24/2019.